Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the user was unable to pass the swg through the ars and during the attempt the swg kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications to the patient as a result of this occurrence.